Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was found to be defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument was returned to us cleaned by the sterilization department because the blades were blunt.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have one blade broken at the midpoint. A piece approximately 0.804 mm x 0.312 mm was found to be broken off. The broken piece(s) was not returned. Adjacent (next) to this brokage are observed indentations which may indicate potential mishandling/misuse. Additionally, the instrument was found to have blade damage at the middle of the blade. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The complaint regarding a cutting issue was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.